Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 2.2 consistently failed at b5 pocket during every access. The pocket was replaced to address the issue. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2-2 in the main was found with failing cubies. A field service engineer inspected all cubies and released in hardware test application (hta). Debris was cleaned out, and the row board cables were reseated. The drawer was then retested in hta, and all components were functioning properly. The system functioned as intended after the field service engineer repaired the device.